Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks prior to the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility.